Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v004644, implanted: (B)(6) 2006, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported while undergoing a pacemaker replacement the patient experienced a whole body vibration that was ¿less than comfortable¿ during cauterization. The vibration was minimized when the surgeon who made the incision went more bipolar. It was reported ground was placed on right hip, and it was assumed the spinal cord stimulation (scs) device was left hip. It was reported the scs device hadn¿t been turned off at the time of the pacemaker replacement. Additional information received reported that during the pacemaker replacement surgery, the patient felt a ¿vibration¿ in his left leg once they physician began using cautery. The patient was unable to confirm if he still was experiencing the vibration at the time due to sedation. It was unknown if the patient was referred to a neurology physician for follow up.